Manufacturer narrative:
Final analysis of the intrathecal pump showed gear train anomaly issues with the shaft bearing and corrosion. A resonator anomaly was also seen; there were cracks on it.

Event description:
It was reported that the day prior to this report date, a critical alarm occurred indicating the pump stalled. The pump was reprogrammed, however, on the day of this report, the pump stalled again. Reprogramming was attempted three times without success. The patient was hospitalized due to the danger associated with underdose. The pump was replaced. There were no patient symptoms associated with this event. The pump was used to deliver lioresal. As of (B)(6) 2013, the patient was doing ¿fine.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.